Manufacturer narrative:
A ge service rep performed an on site investigation. The filament driver board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a charger failure and despite multiple reboots the c-arm was completely down. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.